Event description:
It was reported that the deep brain stimulation (dbs) patient experienced falling a few times and thereafter the lead extension displayed high impedances. The patient underwent a procedure where the lead extension was explanted. Post operatively, the patient was doing well, and all high impedances were resolved. The lead extension was discarded by the hospital and will not be returned for analysis.